Event description:
Implant loss. The dealer was asked via mail, to keep the product for 6 month due to gsop10 rev.11 upon second stage surgery implant was loose. Replaced immediately with 3,6 x 11 osseospeed ev.